Event description:
It was reported that a pump declared alarm 30 during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.